Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: d224drg ICD, implanted: (B)(6) 2009; a 506852 lead, implanted: (B)(6) 200; a 694758 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during the implant procedure the lobes on the lead would not properly deploy as the blue sheathing bunched up proximally and the push force was not transferred. The lead was removed and another lead of the same model was tried and the same issue with the lead not deploying properly occurred. This second lead was then removed. A different model lead was then implanted successfully. No patient complications have been reported as a result of this event.